Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after eating multiple unannounced meals and later noted possible infusion set delivery issues when no drop was observed on a 23-inch teflon infusion set; supplies were changed and insulin delivery was confirmed to have resumed, with a plan for follow-up to confirm stabilization. Symptoms included dizziness. Outcomes included prolonged hyperglycemia with a reported peak of 390 mg/dl lasting approximately three hours, without back-up therapy, ketone testing, medical intervention, or outside assistance. Investigation included guided troubleshooting of the infusion system and confirmation of resumed insulin delivery after set change. Investigation of this case revealed user-related factors associated with missed meal announcements and suspected infusion set flow impairment that resolved with replacement of disposable components. It was concluded, based on previously established findings for similar reports, that the cause was user-related insulin dosing omission with a contributory infusion set issue.